Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that matrix drawer number six was not detected on bus. A field service engineer conducted an inspection of the machine and discovered that the main bus cable was disconnected. The engineer proceeded to reconnect the main bus cable. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device not detected on bus. A customer has reported that the user is unable to dispense medication to the patient, resulting in a delay for the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.